Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device failed. Another device was used to complete the procedure. Post operatively, there was a bile leak and some type of consequence for the patient. At this time, there is no further information.

Manufacturer narrative:
Information anticipated, but unavailable at this time.